Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s husband) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter displayed inaccurately high results compared to the patient¿s feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter began reading inaccurately about a week prior to contacting lfs. He stated that at 7pm on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of ¿570 mg/dl¿ compared to her usual/expected results of 100 mg/dl. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin which she self-adjusts. The reporter stated that the patient had administered an increased dose of 10 units of humalog after obtaining the reported reading. He reported that as a result, the patient developed severe low blood glucose and ¿could not move¿. He stated that the patient drank some juice in an attempt to raise her blood glucose level and at 11pm on (B)(6) 2018, they went to the emergency room (ER). He reported that a blood glucose result in the normal range (160 mg/dl) was obtained on the ER meter. No additional treatment was received at the ER. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Could not move, after obtaining an alleged inaccurately high blood glucose result on the meter and administering increased insulin.